Event description:
Procedure: lower anterior resection. Reportedly, the device was fired across the bowel without difficulty. The doctor then transected the bowel with a scalpel and that time it was noted that no staples had been placed. The surgeon proceeded to reapply a stapler across additional tissue to repair the missing staple line.